Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g4,h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object inside the secondary water supply tube, burn marks on the c-hontai./ c-cover has a burn. A root cause for the initial malfunction could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the water channel is cause not established and the most probable cause of the burn c-cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e315 unsupported scope error message. The issue was found during a set up procedure. There were no reports of patient involvement.